Event description:
The customer reported that alarms were not being forwarded to the central station. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that alarms were not being forwarded to the central station. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The cause of the event was the mother board. The issue was resolved with the part replacement. The device remained on site.